Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio iq meter had an incorrect unit of measure issue. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2015 the meter gave a blood glucose reading of "over 200mg/dl" when his normal unit of measure is "mmol/l". The patient stated they manage their diabetes with pills, diet and/or exercise. The patient confirmed he test his blood sugar 3 times a day and his normal results are 7.5-9.0 mmol/l in the morning and 11.0-12.0 mmol/l in the afternoon. The patient confirmed that he took his normal dose of medication, based on the meter inaccurate high reading, which was a decreased dose of medication on (B)(6) 2015. The patient claims he developed symptoms of "hypoglycemia - foggy eyes and perception was disturbed". The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the unit of measure had not been changed recently and the unit of measure was incorrect at time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.